Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. Customer¿s blood glucose level was unknown. Customer also reported that batteries last only 3 days, scratches on screen, back light on screen has dimmed, rainbow effect, insulin pump gives a low insulin alert when reservoir is still half full, motor had made a grinding, screeching noise and a couple times motor was louder. The device will not be returned for analysis.